Event description:
Customer reports that lights to indicate injector is "armed" and ready to inject is not working. Light that indicates that an injection is in progress is not working. All injection values are correct. All injections have been correct. No patient injury reported. Potential for injury from premature injection from the operator.

Manufacturer narrative:
Pending manufacturing investigation. Upon receipt of manufacturing investigation, a medwatch 3500a supplemental form will be submitted.